Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited inappropriate shock, oversensing and out-of-range (oor) high pace lead impedances. As a result the lead was surgically abandoned and successfully replaced. At the explant procedure, there was no visible damage noted visually or via fluoroscopy. All connections were checked and the setscrew and seal plugs were normal. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.